Manufacturer narrative:
Additional information: d9, h3 plant investigation: a sample from the reported lot number was returned for evaluation. Blood was noted in the threads of the dialyzer on the non-cavity ID end header cap. The dialyzer was subjected to a laboratory internal and external leak test and no leaks were detected, possibly due to coagulated blood. Upon removal of the header cap a polyurethane (pu) sliver was found on the non-cavity ID end. The pu sliver extended under the o-ring (know to cause an external leak). Upon further deconstruction of the dialyzer a potted fiber fragment was also found on the non-cavity ID end at 290°, with the dialysate ports situated at 0° (known to cause an internal leak). Under 20x magnification the fiber fragment measured approximately 3.92mm in length. An opposing fiber end was not identified. No other damage or irregularities were noted on the returned sample. See the attached photo and test documentation in the content tab. During the lot history review it was noted that there was one other complaint reported against the lot. The complaint is the non-sample investigation of the current event. A review of the production record was performed. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. The complaint was able to be confirmed.

Event description:
A user facility facility administrator (fa) reported a dialyzer blood leak incident during a patient's hemodialysis (hd) treatment. The dialyzer reportedly leaked at the head of the dialyzer and blood was not returned to the patient. The staff re-primed a new set of lines and dialyzer to complete treatment. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The estimated blood loss was 200cc to 250cc. The dialyzer was available to be returned for manufacturer evaluation. Additional information was requested but was not received to date.

Event description:
A user facility facility administrator (fa) reported a dialyzer blood leak incident during a patient's hemodialysis (hd) treatment. The dialyzer reportedly leaked at the head of the dialyzer and blood was not returned to the patient. The staff re-primed a new set of lines and dialyzer to complete treatment. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The estimated blood loss was 200cc to 250cc. The dialyzer was available to be returned for manufacturer evaluation. Additional information was requested but was not received to date.

Manufacturer narrative:
Correction: g3 date should have been 08/08/2023 for the initial submission.

Manufacturer narrative:
Additional information: d9, h3 correction: h6 health effect - clinical code plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 1141369 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
A user facility facility administrator (fa) reported a dialyzer blood leak incident during a patient's hemodialysis (hd) treatment. The dialyzer reportedly leaked at the head of the dialyzer and blood was not returned to the patient. The staff re-primed a new set of lines and dialyzer to complete treatment. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The estimated blood loss was 200cc to 250cc. The dialyzer was available to be returned for manufacturer evaluation. Additional information was requested but was not received to date.

Event description:
A user facility administrator (fa) reported a dialyzer blood leak incident during a patient's hemodialysis (hd) treatment. The dialyzer reportedly leaked at the head of the dialyzer and blood was not returned to the patient. The staff re-primed a new set of lines and dialyzer to complete treatment. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The estimated blood loss was 200cc to 250cc. The dialyzer was available to be returned for manufacturer evaluation. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.